Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose ranged from 100 mg/dl to 200 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.